Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). The charging kit was replaced however the issue persisted. The patient underwent a procedure in which the ipg was replaced. No additional adverse patient effects were reported. The explanted ipg will not be returned as it was retained by the patient. The patient is doing well postoperatively.

Manufacturer narrative:
Update to block h6 evaluation conclusion code.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). The charging kit was replaced however the issue persisted. The patient underwent a procedure in which the ipg was replaced. No additional adverse patient effects were reported. The explanted ipg will not be returned as it was retained by the patient. The patient is doing well postoperatively.